Event description:
Patient reported experiencing extreme erratic blood glucose of 36-589 mg/dl for the previous month. Patient stated that he has nerve damage and does not immediately notice symptoms of the high or low blood glucose levels. He reported using 29 units of insulin for a basal rate and 50 units for boluses. Patient stated that he changed to different type of infusion set in 2006 and his blood glucose level returned to a range of 92-121 mg/dl. He reported that the following day, his blood glucose level was 248 mg/dl after breakfast, but believed he miscalculated his bolus to carbohydrate ratio. Patient indicated that he administered an additional bolus and his blood glucose reduced to 167 mg/dl. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.